Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lv lead, implanted (B)(6) 2013; jp45 biotronik ra lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented with high impedance on the pace and sense portion of the right ventricular (rv) lead. There was also a loss of capture with cross talk oversensing and noise. The pocket was opened and the lead pins were removed and tested with an analyzer before being placed back into the device header. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.